Event description:
At 9:25 am on(B)(6) 2012, (B)(6) called to report an incident that allegedly involved the following product or device: rollator.: per (B)(6), resident went to sit down on the rollator and the left front leg bent. There were no injuries per (B)(6). The product has been taken out of use. The resident's weight is about (B)(6). It is unknown how many people were present during the incident.